Manufacturer narrative:
Reportable aware date was corrected to (B)(6) 2020 as surgery was on (B)(6) 2020.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes will be included in the final report.

Event description:
It was reported the patient went an extended period of time without recharging the ipg. The ipg became inoperable and could no longer communicate with external devices. The ipg was replaced on (B)(6) 2020 to resolve this issue.